Manufacturer narrative:
It was reported that there was a small hole damage in the tubing and leaked. Received one used primary set model 10942011 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a cut/slice on the tubing (p/n 620-00065) 34 inches above the distal male luer. Residual clear liquid was observed throughout the set and had leaked from the cut that extended almost completely across the tubing. The cut on the tubing could not be measured due to the cut extending around the tubing. No other anomalies or tools marks were observed throughout the set. Functional testing could not be performed due to the cut in the tubing. Damaged tubing issues have been investigated under systemic bd/tijuana manufacturing failure investigation dir #(B)(4). The investigation was not able to find a definitive root cause but identified multiple probable causes that can occur during the various steps of the manufacturing and shipping processes bd tijuana CAPA pr 723603 was completed to address the root causes that are specific to this manufacturing site and has an effectiveness check plan for reduction of leak issues caused by damaged tubing. Equipment used (inspection performed on 19sep2020). Optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record could not be performed due to no lot number was provided by the customer. The customer¿s report that there was a small hole damage in the tubing and leaked was confirmed. However, the perceived ¿hole¿ was identified as a cut in the tubing which was the source of the leak. The root cause of the cut tubing could not be determined.

Event description:
It was reported that as lvp 20d tubing had a hole in it and sprayed liquid. The following information was provided by the initial reporter: material no: 10942011 batch no: unknown. It was reported rn noticed small hole in tubing and spraying clear liquid over sterile field. Customer: rn was stringing IV fluids (clear fluids) when I noticed IV tubing having a small hole and spraying fluid all over sterile field. New IV tubing obtained and used instead. Faulty tubing has been saved in biohazard bag and labeled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d tubing had a hole in it and sprayed liquid. The following information was provided by the initial reporter: material no: 10942011; batch no: unknown. It was reported rn noticed small hole in tubing and spraying clear liquid over sterile field. Customer: rn was stringing IV fluids (clear fluids) when I noticed IV tubing having a small hole and spraying fluid all over sterile field. New IV tubing obtained and used instead. Faulty tubing has been saved in biohazard bag and labeled.